Manufacturer narrative:
(B)(4). One unused sterile proglide device with the same lot number, 940016h, as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The three perclose proglide devices are being filed under separate medwatch MFR numbers. The device was not returned for analysis. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A specific mode of device failure was not reported in this case. Contributing factors to the device not working properly includes, but is not limited to, patient anatomy, user technique, operational context and manufacturing. The information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other similar incident reported from this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that an attempt was made to deploy the perclose proglide sutures using a preclose technique in left and right common femoral artery before an endovascular abdominal aortic aneurysm (aaa) procedure. Reportedly, two devices were attempted on the right side and two devices on the left. All four devices did not work when they were being deployed. Subsequently, prolene sutures were used and deployed before the aaa. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.